Event description:
A nurse reported to baxter (B)(4) of a connection issue with a minicap transfer set. The nurse reported that the transfer set was not well connected to the titanium adapter when the transfer set was changed. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The initial investigation confirmed the reported problem. A follow-up MDR will be submitted upon completion of the evaluation or if additional relevant information is received.